Manufacturer narrative:
The historical test records were reviewed in the qos system. The device had passed all tests. There was no previous complaint on this device. This MDR will be reopened and updated in the event the product involved or additional information becomes available. A CAPA had been opened in order to fully investigate and address the root causes of the reported events after the evaluation. Reference to complaint #(B)(4).

Event description:
On 05/14/2024, infutronix received a report that a pump had power issue - device powers self off. Patient woke to a powered off pump and only option was new infusion. No patient was not harmed. Device was requested to be returned.